Manufacturer narrative:
The insulin pump was received with a blank display due to shorted/burned components on the mother board. They were unable to perform the operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test or verify the external ram crc error alarm and unexpected restart alarm due to the blank display. The pump had a minor scratched lcd window, cracked battery tube threads, a cracked reservoir tube lip, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that she had an unexpected restart alarm on the insulin pump. Customer stated that she reset the time and date. Customer stated that she was okay for 8 hours. Customer was about to go to bed and then she had a blank screen. Customer's current blood glucose reading was 237 mg/dl. Customer treated with the pump. Customer had 2 external ram crc error alarms and 2 unexpected restart alarms in the alarm history. Customer stated that a temp basal was not programmed before the unexpected restart alarm. Customer stated that the pump was not stored or not in use for an extended period of time. Customer stated that the alarm did not occur shortly after inserting a new battery. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer stated that she was not sure if she will disconnect from the pump and will call the doctor.